Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged into the patient's cavity and could not be retrieved. The hospital reported no injury to the patient.